Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported crack. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after inspecting delta glenoid tray #4 at the office, it was discovered that the plastic part around the tip of the glenosphere orientation guide had a crack in the plastic. No surgery was affected.